Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose level was in the 400's (mg/dl) and it was addressed with a manual injection. It was confirmed that the customer had an alternate method of insulin delivery available.